Manufacturer narrative:
Samples received: 2 open pouches, needle detached. Analysis and results: there is a previous complaint of this code batch regarding the same issue, received from the same end customer that was closed as justified after the analysis. We manufactured (B)(4) units were manufactured and distributed in the market. There are no units in stock in b. Braun surgical warehouse. We have received two open, unused samples with the needle detached from the thread and the thread still wound on the pack. The thread end from the needle attachment has been checked and it has been determined that it was not introduced deep enough in the needle (in both units). Reviewed the batch manufacturing records, this product has an internal non conformity, nevertheless it has no relation with the complained defect and the product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Samples received: 2 open pouches, needle detached. Analysis and results: there is a previous complaint of this code batch regarding the same issue, received from the same end customer that was closed as justified after the analysis. We manufactured 756 units were manufactured and distributed in the market. There are no units in stock in (B)(6). We have received two open, unused samples with the needle detached from the thread and the thread still wound on the pack. The thread end from the needle attachment has been checked and it has been determined that it was not introduced deep enough in the needle (in both units). See pictures attached. Reviewed the batch manufacturing records, this product has an internal non conformity, nevertheless it has no relation with the complained defect and the product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.